Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Distributor reported on behalf of the user. The device was in use with pt. Reporter stated the device's cannula broke and user assumes cannula piece remains under the skin. According to reporter, the cannula piece will require surgical removal. No permanent adverse effects reported. Add'l info has been requested from distributor and not received at this time.